Event description:
Boston scientific crm received info that this right ventricular (rv) lead was repositioned, as it was thought to have micro-dislodged. A better position was requested. This lead remains implanted.